Event description:
The female pt received a 3.0 x 13 mm cypher stent in the mid left anterior descending (lad). The lesion was de novo. Direct stenting was performed at 14 atm. Stent to vessel sizing was 1:1. There was no post-dilation. Sometime later, a bare metal stent was placed in the diagonal. Two years after the procedure, the pt was admitted with an acute mi. The 3.0 x 13 mm cypher stent placed in the mid lad had thrombosed. The pt was treated with a taxus stent.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.